Manufacturer narrative:
Three photos were returned for investigation and observed foreign matter (fm) inside the syringe. Two actual samples were returned for investigation. The samples were subjected to visual inspection. Sample #1 was observed that flashing foreign matter on syringe tip. Sample #2 was observed that foreign matter was seen resting on stopper inside the barrel. A complaint history check was not performed as the lot number is "unknown" for this complaint. Flashing fm - probable root cause could be molding residue accumulated at tip inserted and this residue molded together with part, as a result flashing on the tip. Loose fm - probable root cause could be due to molding residue landed on the barrel during syringe process to become foreign matter. Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes.

Event description:
It was reported that bd syringes 10 ml, luer slip, eccentric tip contained foreign matter. No serious injury or medical intervention reported.

Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ syringes 10 ml, luer slip, eccentric tip contained foreign matter. No serious injury or medical intervention reported.

Manufacturer narrative:
Investigation summary: no samples were returned to determine the type of foreign matter. Four (4) photos were returned for investigation and observed foreign matter (fm) inside the syringe. A complaint history check was not performed as the lot number is "unknown" for this complaint. Investigation conclusion: no samples were returned to determine the type of fm. Hence root cause could not be determined. If samples are received in the future the complaint will be re-opened and re-investigated.

Event description:
It was reported that bd¿ syringes 10 ml, luer slip, eccentric tip contained foreign matter. No serious injury or medical intervention reported.